Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102. The cause for the service code was isolated to a defective d8 component on the defibrillator board. The root cause for the defective d8 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102.